Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and non-penumbra microcatheter. During the procedure, the physician experienced resistance while loading the pod6 into the microcatheter and, therefore, it was removed. The physician then advanced a pod8 into the vessel; however, the coil kept kicking the microcatheter out of the vessel. It was reported that the microcatheter was in a 360-degree loop then leading into the target vessel and the physician was unable to advance the microcatheter any further. It also determined that the pod8 was oversized and, therefore, it was removed. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.